Manufacturer narrative:
Correction: h6:- impact codes; h6:- device codes.

Event description:
It was reported that a day after implant procedure, the patient with this pacemaker system pacing rate was not as expected. It was noted that an external pacing device was used to resolve the patient pacing rate issue. It was also noted that a chest xray was done, and the images appeared to show that this right ventricular (rv) lead may have dislodged. The physician performed a lead revision procedure and was able to successfully reposition the rv lead. Subsequently, shortly after the lead revision, patient condition changed, and the patient was found to be experiencing asystole. Due to the change in patient condition, the physician decided to perform a secondary procedure where the pacemaker system (pacemaker, right atrial (ra) and right ventricular (rv) leads) was explanted and replaced with a non-boston scientific leadless pulse generator device. No additional adverse patient effects were reported. The products were received by the facility for analysis.

Manufacturer narrative:
Correction: h6:- impact codes; h6:- device codes. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that a day after implant procedure, the patient with this pacemaker system pacing rate was not as expected. It was noted that an external pacing device was used to resolve the patient pacing rate issue. It was also noted that a chest xray was done, and the images appeared to show that this right ventricular (rv) lead may have dislodged. The physician performed a lead revision procedure and was able to successfully reposition the rv lead. Subsequently, shortly after the lead revision, patient condition changed, and the patient was found to be experiencing asystole. Due to the change in patient condition, the physician decided to perform a secondary procedure where the pacemaker system (pacemaker, right atrial (ra) and right ventricular (rv) leads) was explanted and replaced with a non-boston scientific leadless pulse generator device. No additional adverse patient effects were reported. The products were received by the facility for analysis.

Event description:
It was reported that a day after implant procedure, the patient with this pacemaker system pacing rate was not as expected. It was noted that an external pacing device was used to resolve the patient pacing rate issue. It was also noted that a chest xray was done, and the images appeared to show that this right ventricular (rv) lead may have dislodged. The physician performed a lead revision procedure and was able to successfully reposition the rv lead. Subsequently, shortly after the lead revision, patient condition changed, and the patient was found to be experiencing asystole. Due to the change in patient condition, the physician decided to perform a secondary procedure where the pacemaker system (pacemaker, right atrial (ra) and right ventricular (rv) leads) was explanted and replaced with a non-boston scientific leadless pulse generator device. No additional adverse patient effects were reported. The products were received by the facility for analysis.